Manufacturer narrative:
Additional information received 28aug2015: it was noted after the procedure that both tabs on the delivery catheter system (dcs) were broken. Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the device noted the handle to be broken, exposing the inner components. Two sections of the handle and one tiny blue piece were received with the device. Blood was observed along the catheter and separated handle pieces. Prior to the device decontamination, one tab was detached and the other tab remained partially attached. However, between the pre-decontamination observations and decontamination process, the partially attached tab broke off. Part of the handle was received broken and detached. The actuator or micro control was received broken and separated. Two small broken tabs from the inside of the micro control were observed. Several gouge marks were observed on the corner points and snap fits inside the micro control. Stress marks were observed on one gouge mark and both male snap fits. The tip retraction mechanism was intact. The screw gear snap fit remained connected. A gap was observed between the distal tip of the capsule and tip ledger. Voids were observed along the capsule between the proximal and distal ends. The capsule was received slightly bent. The inner member or plunger could not be observed due to the presence of a loaded valve. The investigation is ongoing; a supplemental report will be filed upon completion of the investigation.

Manufacturer narrative:
Tthe product has not been returned for analysis, however, the return is anticipated. Therefore no product analysis has been performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of a this transcatheter bioprosthetic valve, it was confirmed visually, tactically, and by a fluoroscopy inspection that the valve was loaded properly onto this delivery catheter system (dcs). The valve was 2/3 deployed when it was retracted in order to re-position. While turning the deployment knob to recapture the valve and close the caps ule, the deployment knob (on the handle) cracked open lengthwise. When approximately 1/3 of the valve remained uncaptured. The plastic grip of the deployment knob separated and subsequently the capsule failed to retract. The valve was able to be recaptured so that the capsule covered the valve. The dcs was removed from the body with the valve remaining inside the capsule of the catheter. Bleeding of the femoral artery, possibly caused by the removed of the dcs, was resolved with a stent. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that changing out the device may have resulted in bleeding of the femoral artery. Bleeding is a known potential adverse effect per the evolutr IFU, that can occur during the implant procedure with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. It is possible that the manipulation required to exchange the device led to bleeding, however, the relationship of the bleeding to the enveor dcs could not be conclusively determined from the information available. Medtronic will continue to monitor for similar events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.